Event description:
Subsequent to the implant of a protegen sling for treatment of urinary incontinence, the patient experienced abdominal and pelvic pain, bleeding, urinary tract and bladder infections, vaginal infections, vaginal discharge dyspareunia and urinary retention requiring self-catheterization for several months. The patient reported that a suture from the sling protruded through the vaginal wall and was removed. Two weeks later, vaginal erosion was diagnosed. During surgery to remove the sling in 2003, the patient reported the vaginal erosion was confirmed. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluation this device, co was unable to determine if the device met specifications, and co was unable to determine the specific relationship of the device to the event.